Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that trial patient had throat pain and was not feeling good in general. More information was received on 2017-sept-09 with patient reporting that they had their staples removed on (B)(6) 2017 and found out they had a uti and was put on antibiotics. They mentioned that they emptied their bladder because they were still retaining. They felt like there were not even emptying half of their bladder. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.